Event description:
The hospital representative reported an infusion pump with an 812:00 failure code. Information was requested but details were not available regarding pt status, ,medication involved, tubing product code, infusion rate or set up of the infusion device. Additional contact info was requested but no additional contact was provided. The hospital representative stated they have no record of any pt incident involving the pump since the last baxter service event.